Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device did not discharge. The device was evaluated remotely with the help from the philips rse. Based on the information available, medical staff discharges the handle into the air, and the device prompts users that the impedance is too high and does not discharge. The operational inspection was found to be normal and the device working per specifications. The device remains at the customer site and no further action is warranted at this time. Based on the information available and results of additional analysis, there is no issue associated with the device and the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised the device is functioning normally. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that after discharging the paddle into the air, the heartstart mrx defibrillator prompted that the impedance was too high, and the device did not discharge. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).